Event description:
The patient services representative (psr) of a (B)(6) male patient contacted lifecor customer support to report that one of the patient's battery packs would not hold a charge. Support sent the psr a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B)(4) has been completed. The reported problem was confirmed. The battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.